Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The customer's report was verified and attributed to a defective analog board. The analaog board was replaced to remedy the report.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, complainant alleged that the device displayed an "ECG disabled". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, complainant alleged that the device displayed an "ECG disabled" and "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.